Manufacturer narrative:
Investigation - evaluation: a review of the device history record, documentation, drawing, instructions for use (IFU), quality control, and visual inspection of the returned device was conducted during the investigation. The mira-flex microcatheter was returned for evaluation. The material of the length of the device appeared elongated. Separation of the proximal fitting from the catheter was confirmed. Visual examination confirmed that no material was found present between strain relief and hub fitting. A document based investigation evaluation was also performed. A review of the device history record data revealed no non-conformances which could contribute to this failure mode. There were no other reported complaints for this lot number. Based on the available information and results of the investigation it is possible that the separation may have been caused by excessive force during handling, however, a definitive root cause could not be conclusively determined. Measures have been initiated to address this issue. The appropriate personnel have been notified and monitoring for similar complaints will continue.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported during trans-catheter arterial chemoembolization the connection of catheter was found separated when the user injected the medicine. The catheter was replaced with a new device to finish the procedure. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, "the patient did not experience any adverse effects due to this occurrence."